Manufacturer narrative:
Philips has investigated this complaint. Field service engineer (fse) inspected the system onsite and confirmed that footswitch cannot control the operating light. The fse confirmed that wired footswitch is faulty and replaced the foot switch. After replacing the footswitch system was in good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the footswitch was not working during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.